Event description:
A patient reported blood glucose results of "97, 162, 144, and 172 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care representative walked the patient through two blood glucose tests with a new vial of test strips and obtained results of 144 mg/dl and 150 mg/dl. The test strips are being replaced.